Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio or beep anomaly. Customer's blood glucose value was 3.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer reports that the insulin pump was barely making any audio at alarms. The customer states they set the insulin pump on audio and vibrate mode. Customer states they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes one and five. The device will be returned for analysis.